Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection of the device showed heavy wear of the electrodes and some discoloration of the spacer. The device was plugged into a known good controller, which revealed that the device's mechanical use limiting system (muls) was not triggered, as there were remaining uses still. The remaining uses were extinguished. The muls was then bypassed, which revealed that the device's ablate and coagulate functions performed as intended. Suction performed as intended. Saline performed as intended. The complaint was verified, but the root cause could not be determined with certainty. Factors, which may have contributed to the reported complaint include: (1) by hitting other equipment while using the wand (2) may result from vigorous use against bony surfaces (3) fluid management (4) prolonged use of device above recommended settings. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: the instruction for use contains information regarding obtaining the maximum effect such as, ¿maintain the lowest power setting necessary to achieve the desired end effect. It is necessary to keep the plasma wand in motion to achieve the maximum effect during ablation.¿ there are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy surgery some of the electrodes fell off. It is unknown if there was a delay or a back up device available to complete the surgery. No patient injury or other complications were reported.